Event description:
Follow-up identified stimulation was restored following the procedure.

Manufacturer narrative:
Concomitant: the concomitant lead, model 3186, was implanted in 2008. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg exhibited long charging times. Due to the issue, the patient quit charging the ipg. Subsequently, surgical intervention was undertaken to explant and replace the ipg. The ipg was implanted in 2010.